Event description:
It was reported that the patient presented to the ER with syncopal episodes. The device would not interrogate; there was no output. It was explanted.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Common device name added; brand name provided; implant date corrected.evaluation summary analysis found bond wire separation/corrosion caused by the ingress of body fluid through cracks on the titanium shield seam weld area.